Event description:
A customer reported that their insulin pump had become hot to the touch and recorded a temperature alarm in the pump's history. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.